Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed

Event description:
The customer reported that the autopulse platform displayed user advisory 7 (discrepancy between load1 and load 2 too large) message which could not be cleared. There was no patient involvement reported.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for investigation on (B)(4) 2016. Visual inspection of the returned platform was performed and no physical damages were noted upon receipt. A review of the archive was performed based on the information reviewed, low battery warning and user advisory 17 - max motor on time exceeded were noticed. Functional testing was performed and device passed the test without any fault or error report. In summary the customer's reported complaint was confirmed. The exact root cause for the reported complaint could not be determined. Base on the platform's archive, during the date of problem occurred (B)(6) 2016, two li-ion batteries s/n (B)(4) with a high remain capacity were used on a medium patient stiff to compress. After a few minutes, the device displayed the low battery warning message for both batteries and then stopped compressing due to user advisory 17 - (max motor on time exceeded). A brake gap inspection was performed and verified that the brake gap was within the specification. Load cell characterization testing was also performed, and confirmed that both load cell modules are functioning within the specification. The functional test was performed using the 95% patient test fixture (lrtf) with different good known batteries, and did not duplicate any of the user advisory or fault. The autopulse has passed all the testing and meets all required specifications. Since the batteries involved during the event were not returned for evaluation,the root cause of the ua17 was unable to be determined, as it was unable to be duplicated using known good li ion test batteries. Additionally, autopulse is adjunct to manual CPR. In case of stoppage of autopulse the user reverts to manual CPR. If an autopulse unexpectedly stops compressions, it is not likely to cause or contribute to a patient death or serious injury.